Event description:
Per the clinic, the patient was hospitalized overnight (specific date and duration not reported) due to an infection and subsequently treated with IV antibiotics (specific date and duration not reported). The patient also underwent a skin revision surgery (debridement) on (B)(6) 2024. The device was explanted on (B)(6) 2024 and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report.